Manufacturer narrative:
Device is not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was re-implanted with another device on (B)(6) 2015.